Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received the device. The visual inspection of the returned product noted; that the device was received with the obturator inserted into the trocar, prolonged insertion can over stretch the envelope seal. The obturator top was opened and the actuation button was broken. The trocar, cannula insufflation port and envelope seal appeared intact. Pmv performed functional testing: the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed damage may occur if the device is mishandled or handled roughly during application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: found that the spring had detached from the device. The seal had disengaged from the port. Could not use the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before a laparoscopic gastrectomy, it was found that the spring had detached from the device. The seal had disengaged from the port. Could not use the device. A new device was used to complete the case. There was no patient injury.